Event description:
The facility administrator reported two pts with toxic anterior segment syndrome (tass). Feels events were due to rust in the handpieces. Questionaires have not been returned to date. Current pt status is unk. This report is for one of the two cases and is being filed as MFR report number 2028159-2006-00390. The other MFR report number is 2028159-2006-00389.

Manufacturer narrative:
Evaluation has not been completed at this time. No conclusion can be made.